Event description:
A defibrillator was being checked at shift change as per routine procedure, and the display screen was noted to be upside down. The device was sent to the biomedical department(biomed) and they contacted the manufacturer. The manufacturer told biomed to remove front panel and reseat the display connector. Biomed completed the instructions and the device appeared to be repaired, however 40 minutes later it was turned on and the display was upside down again.